Event description:
It was reported that the patient underwent a mitral valve repair procedure on (B)(6) 2024 and suture was used. During the procedure, the needle popped off the suture with almost zero force being applied. Another like device with a different lot was used to continue the procedure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot number of the involved suture. Did the needle fall into the patient? If so, was any additional intervention required to retrieve it? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.